Event description:
Additional information later received reported the patient did not experience any symptoms related to the event. It was not definitively confirmed why the patient received the 8503 code after their bolus duration. No additional troubleshooting other than having the patient keep track for a week of how many times he activated him ptm and how many times it was unsuccessful. At the follow-up appointment to check the patient's diary and logs, the patient was doing well and his dosage was being adjusted and managed by his physician. The pump was used to deliver hydromorphone and bupivacaine.

Event description:
The pump was refilled on (B)(6) 2014. At that time, a bridge bolus was programmed for a duration of 72 hours and 43 minutes. The patient reported being able to give himself a bolus after the pump was updated and during the time that the bridge was running. The patient then started seeing the 8503 code indicating that the bolus was running. He continued to see the code longer than the bolus duration. He kept seeing it until (B)(6) 2014. The pump had been updated on the date of this report and the ptm (personal therapy manager) was tried since the update, so the technical reports did not have the information for the previous attempts with the ptm. The duration of the bridge bolus was confirmed to be correct by reviewing the session report. The patient had not been reprogrammed since the initial bridge was programmed. On the date of this report, the patient was seeing a lockout, which was normal because the pump had been updated. Prior to this event, the ptm had been working as expected. The outcome and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information received reported that the hcp did not find and issue with the device and declined to send it back to the manufacturer. It was also stated that a catheter dye study was performed and no issues were found with the pump or the catheter. The hcp believed the pump was infusing normally. There was reportedly no evidence to suggest overinfusion. The hcp was not able to confirm if the patient was able to receive a bolus during a physician prescribed bolus. The hcp was to empty the pump and discontinue therapy.